Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, likely attributed to the lead-header spring contact interaction. There was no evidence of lead noise and out-of-range pace impedance measurements were not reproducible with isometrics. Tachy mode was programmed off to prevent inappropriate tachy therapy due to possible oversensing, and the device was also programmed to doo to prevent asystole from possible oversensing. It was noted that the patient was scheduled for followup to possibly re-enable tachy mode. The patient was using a lifevest that had been charging, but no therapies were delivered. Technical services (ts) discussed troubleshooting options and programming considerations. The patient was brought back in for a subsequent device check, and there were no additional out-of-range impedance spikes. Tachy mode was turned on and the device was reset to previous brady settings. This crt-d system remains in service, with continued monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, likely attributed to the lead-header spring contact interaction. There was no evidence of lead noise and out-of-range pace impedance measurements were not reproducible with isometrics. Tachy mode was programmed off to prevent inappropriate tachy therapy due to possible oversensing, and the device was also programmed to doo to prevent asystole from possible oversensing. It was noted that the patient was scheduled for followup to possibly re-enable tachy mode. The patient was using a lifevest that had been charging, but no therapies were delivered. Technical services (ts) discussed troubleshooting options and programming considerations. The patient was brought back in for a subsequent device check, and there were no additional out-of-range impedance spikes. Tachy mode was turned on and the device was reset to previous brady settings. This crt-d system remains in service, with continued monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms, likely attributed to the lead-header spring contact interaction. There was no evidence of lead noise and out-of-range pace impedance measurements were not reproducible with isometrics. Tachy mode was programmed off to prevent inappropriate tachy therapy due to possible oversensing, and the device was also programmed to doo to prevent asystole from possible oversensing. It was noted that the patient was scheduled for followup to possibly re-enable tachy mode. The patient was using a lifevest that had been charging, but no therapies were delivered. Technical services (ts) discussed troubleshooting options and programming considerations. The patient was brought back in for a subsequent device check, and there were no additional out-of-range impedance spikes. Tachy mode was turned on and the device was reset to previous brady settings. This crt-d system remains in service, with continued monitoring. No additional adverse patient effects were reported. Additional information received reported that this crt-d and rv exhibited additional high out-of-range pace impedance measurements greater than 3,000 ohms, and the device was emitting beep tones. The patient was also experiencing lightheadedness. Ts did not see evidence of oversensing. The presenting egm showed a trigeminal of premature ventricular contractions (pvcs), which may have contributed to the lightheadedness. This crt-d and rv lead remain in service and will continue to be monitored at this time. No additional adverse patient effects were reported.